Event description:
This lead was repositioned two times due to dislodgement. On the third lead revision the physician asked for a new lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. On (B)(4) 2015, this lead was returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Both fragments were received for analysis. It is reasonable to assume that the lead was cut in the course of the surgery. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the lead fragments did not reveal any irregularity that might have contributed to the reported dislodgement. In summary, the lead was found cut upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.